Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received an inappropriate shock due to ventricular oversensing. Atrial events were showing and sensing on the ventricular channel. The shock occurred when the patient was in physical therapy and some type of transcutaneous electrical nerve stimulation (tens) unit was applied. It was also reported that there was unexplained atrial pauses. The lead remains in use. No further patient complications have been reported as a result of this event.